Event description:
It was reported that there was a malfunction resulting in a leak that could cause loss of mechanical ventilation during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
A (B)(4) service representative performed a checkout of the system and confirmed the reported issue. The bag was replaced to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: (B)(4)